Event description:
Abbott freestyle libre 3- the product routinely fails before expiration of the promised 14-day lifecycle. Replacements are promised and verification of promised replacement is sent. Then, unilaterally abbott does not replace the device and more cannot be purchased because it is prescription. Abbott knows this, it electronically collects, stores, and monitors the information. Defective products are returned to abbott who stores and uses my medical information, but who now refuse to disclose and share it with me, presumably because it will be experience that the sensors do not perform as stated by abbott. Abbott is in sole possession of this information and refuses to share it with me, requested and refused 2-10-25. I am in possession of 3 sensors (defective) but there have been many more. Abbott position as off 2-10-25 ¿find another way to maintain blood sugar¿. These products have a high failure rate. Abbott says they will replace them (e-mails) and then subsequently determine to not replace them and doesn't inform the patient. More replacements cannot be obtained because they are rx and insurance will not pay twice. Reference report# mw5167111, mw5167112.